Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead and another manufacturer device exhibited loss of capture. The loss of capture was determined to be due to the programmed parameters. This patient is expected to be brought in to the clinic for further evaluation. This lead remains in service. No adverse patient effects were reported.